Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 568 mg/dl. Elevated bg was addressed by a manual insulin injection. Reportedly, the customer reverted to an alternate method of insulin therapy.